Event description:
It was reported to ventec that the device was delivering low vte (exhaled tidal volume) during use. The reporter stated that there was patient involvement associated with the reported issue, however, there were no reports of harm as a result of the reported issue. The initial reporter advised that the patient was "alive and well" following the event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec contacted the initial reporter, as well as the dme, to find out the disposition of the device. Neither were able to provide any insight about the device's current location and/or if it will be returned to ventec for evaluation. The device was not returned to ventec for an evaluation. In the event that additional information is received, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The cause of the reported issue could not be determined.